Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not charge the pump and the pump battery fully depleted. During troubleshooting, tandem customer technical support (cts) instructed the customer through the load process and confirmed that the customer was successfully able to resume insulin delivery. Reportedly, the customer's blood glucose (bg) level was 408 mg/dl. The customer administered a correction bolus with multiple injections to stabilize impacted bg level.